Event description:
During laparoscopic surgery, the tip of the laparoscopic grasper broke into two pieces inside the patient's abdomen (two jaws at tip of instrument broke off during use inside pt). The pieces were retrieved by the surgeon and pictures taken of the retrieved pieces. Msi (magnetic source imaging) protocol was followed to identify if any missing pieces were still in the abdomen. Radiologist confirmed directly with surgeon that no missing pieces were retained. Instrument was removed from the field by director and placed into plastic bag for investigation/follow-up.